Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd integra¿ 3 ml retracting safety syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while drawing up dilutant for a shingrix injection with a retracting bd precisionglide 3ml 25g attached needle. It was noted the diluent leaking out between the needle and the syringe, losing about 0.3 ml of the dilutant, 0.5 ml is needed to dilute powdered vial.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd integra¿ 3 ml retracting safety syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: while drawing up dilutant for a shingrix injection with a retracting bd precisionglide 3ml 25g attached needle. It was noted the diluent leaking out between the needle and the syringe, losing about 0.3 ml of the dilutant, 0.5 ml is needed to dilute powdered vial.